Event description:
It was reported to boston scientific corporation that a stonetome was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during unpacking, it was found that the cutting wire was separated. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was in good conditions and no visual damage were noted. However, working length was found kinked in distal section. The complaint was not consistent with the reported event that the cutting wire broke. According to product analysis, the wire was in good conditions and working length was found kinked in distal section that could be caused by the manipulation during uncoiling in preparation. Therefore, the most probable root cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and no anomalies were observed. It was confirmed that the device met all manufacturing specifications. A labeling review was performed and from the information available, this device was used in accordance with the dfu/label since there is no evidence of a device misuse.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during unpacking, it was found that the cutting wire was separated. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event.